Event description:
This patient had a breast augmentation in 1980. The patient, in 1985 developed rhematoid arthritis. She has developed sjorgen's syndrome. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. Both implants were badly ruptured. There was one large tear on the left and there were multiple tears on the right implant. On the left side the gel was freely flowing within the capsule. Both capsules contained copious amounts of calcium lining the inner surface of the capsule.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: other. The device was destroyed/disposed of.